Event description:
The home patient (hp) contacted the technical service representative (tsr) regarding a separation of the hp from the system with no alarm during initial drain, while using the homechoice (hc) system. The hp stated that the patient line became disconnected and the hc did not alarm. The tsr assisted the hp to end the therapy and unload the cassette. No patient injury or medical intervention was reported at the time of the initial report.